Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user and caregiver contacted beta bionics after a fall in which the ilet device broke the user¿s fall on the edge of a stair. The ilet touchscreen was cracked and became completely unresponsive. The device was inoperable and could not be navigated through the touchscreen. A replacement ilet was issued via overnight shipping, and the patient confirmed that they would revert to backup insulin therapy until the replacement arrived. No blood glucose (bg) impact or injury were reported.